Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case) has been confirmed.  Upon investigation the monitor was unable to communicate with a belt. The monitor's electrode belt connector was broken free from the monitor enclosure, and damaging the j1001 connector on the ca board.  The root cause for the damaged receptacle was excessive force. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient's monitor case was damaged.